Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-53, lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that there was a probable perforation of the right ventricle along with diaphragmatic stimulation. Low impedance was also noted with polarity switch. The lead was left in use at a lower voltage programmed to vvi 30, as the patient is very active and pacemaker dependent. The lead will be turned off when the replacement lead, newly implanted on the right side, is fully matured. No further patient complications have been reported as a result of this event.